Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message and the system would not boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.